Event description:
The catheter was inserted in the antecubital vain om a premature infant to total parenteral nutrition lipids. As the nurse was holding pressure at the site to make sure there was no bleeding, the baby's arm moved and the catheter separated. They transferred the baby to hospital because they don't have a neonatal surgeon at medical center. No pressure or tourniquet was applied during transport. They were initially unable to locate the catheter under x-ray. Co was notified on 01/07/1999 by distributor's sales representative that the catheter was retrieved via heart catheterization. Have not been able to obtain confirmation or any further information through the facility.